Event description:
It was reported that the patient's vns showed high impedance. X-rays were reviewed by the physician and a lead fracture was visually confirmed. X-rays have not been reviewed by the manufacturer to date. The patient underwent lead revision surgery. The explant facility is known to discard all explants in the or. It was noted that the patient had been wrestling with his brother, which is believed to have contributed to the lead fracture. Device history record was reviewed for the suspect lead. The device passed all quality control measures at manufacturing, and no unresolved nonconformances were found prior to distribution. No additional relevant information has been received to date.